Event description:
The facility reported an infusor that had delivery stop during patient use. The device was filled with a 240-ml solution of 12 g nafcillin. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of no flow was confirmed. Visual examination of the unit noted excessive white drug precipitate inside the bladder and delivery tubing. Crystallized drug was also noted blocking the end of the glass capillary (fluid pathway) located inside the flow restrictor. A functional test was attempted on the units, but flow was not possible due to the crystallized drug blocking the fluid pathway throughout the device. The root cause was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.